Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker exchange procedure. The right atrial (ra) lead sealing ring was found detached upon disconnecting from the pacemaker. The ra lead was connected to the new pacemaker with no issues. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿a small circular piece of lead/sealing ring that he alleged came off of one of the leads¿ confirmed. As received, a seal ring was returned for analysis. Visual inspection of the seal ring did not find any anomalies with the exception of procedural damage.